Event description:
It was reported that during a percutaneous coronary intervention a balloon catheter was entrapped on a guide wire. The target lesion located in an unspecified moderately tortuous vessel. The 3.0 x 12m nc quantum apex balloon catheter was inflated, but when being removed was entrapped on a guide wire. The device and guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device returned to MFR.: the inner shaft was kinked and flattened adjacent to the proximal balloon bond. There was no other damage to the catheter. The guidewire would not advance past the location of the inner shaft damage. The wire was not stuck in the lumen of the catheter, as reported, but the damaged inner shaft and confirmed difficulty loading the wire through the catheter are consistent with the reported difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon catheter was entrapped on a guide wire. The target lesion located in an unspecified moderately tortuous vessel. The 3.0 x 12m nc quantum apex balloon catheter was inflated, but when being removed was entrapped on a guide wire. The device and guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.